Event description:
It was reported that during a pta treatment procedure for an 80% calcified stenosis in the left superficial femoral artery, the balloon dilatation catheter became stuck in the sheath upon removal. The balloon had been inflated to 7 atms during both inflations. The balloon was noted to be fully deflated prior to being pulled back into the sheath. The entire system was then removed. The final outcome of the procedure is unknown, but the patient status was reported to be "good".